Event description:
It was reported that during a right side flutter procedure, after about 8 ablations, it was noticed that the patient became hypotensive, the blood pressure was 70, compared to 150 at the beginning of the case. Neosynephrine was administrated. The cause of the hypotension was unknown at that time of the call. Procedure was stopped and a tte (trans thoracic echocardiogram) confirmed a small effusion. Pre-procedural tee revealed no effusion. The patient was admitted for observation. The patient made a fully recovery after given ffp (fresh frozen plasma). The physician opinion regarding the causality of the event is possible procedure related.

Manufacturer narrative:
(B)(4). It was reported that during a right side flutter procedure, after about 8 ablations, it was noticed that the patient became hypotensive. The returned catheter was visually inspected and it was found in good condition. The device was evaluated by deflection characteristics and it passed. Also, electrical, temperature and generator tests were performed and it passed all the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4).